Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-82635.

Event description:
Customer reported that the insulin pump was malfunctioning, she had low blood glucose of 42 mg/dl and her sensor alarmed lost sensor and weak signal. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.